Event description:
It was reported that during the pt's spinal surgical procedure unrelated to the implanted pump and catheter, the distal segment of the catheter was cut and retracted back into the intrathecal space. The surgeon did not want to cut through the pt's dura to retrieve the catheter piece; he had planned to implant a new distal segment. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).